Manufacturer narrative:
Section a: no patient was involved. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the perfusionist was priming the oxygenator and noticed leaking during priming. Priming was stopped. It was said this was for the stand-by kit so no patient was involved. Another oxygenator was used with no issues. It was also said that the previous 3 oxygenators in this box were used with no issues. There were no alarms. The device was gravity primed. The leak was noticed within 5 minutes of beginning the gravity prime process, whilst additional components were being added to the circuit. The leak became substantial once the centrifugal pump flow was initiated. The leak occurred during gravity priming. The pump was off. There was no pressure monitoring. The device was intended to return for evaluation.